Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information received, a patient who had perceval sutureless aortic heart valve pvs23 implanted on (B)(6) 2017, is scheduled for a tavr on (B)(6) 2022. No allegation of device malfunction nor serious injury on the patient has been received form the site.